Event description:
It was reported that during a post operative visit following a shoulder procedure that used a dyonics rf_s whirlwind 90 probe, it was discovered that the patient had sustained a superficial 2nd degree dermal burn on the external face of the arm. No further details were provided regarding any treatment administered, however no additional patient complications have been reported.